Manufacturer narrative:
It was reported that the control syringe is "drawing air while aspirating." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Multiple samples were returned for evaluation on 19-aug-2019 and 28-aug-2019. Visual and functional evaluation of the returned samples did not duplicate the alleged problem/issue. A root cause could not be determined. Due to the reported product problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the control syringe is "drawing air while aspirating."